Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient experienced erratic blood glucose related to a suspected pump delivery issue. The reporter stated that the patient ran unusually high in the 400-600 mg/dl range on monday. Tuesday, the patient woke up with a blood glucose of 55 mg/dl, the pump was suspended and the patient ate. Later in the morning the patient¿s blood glucose again dropped to 68 mg/dl with vomiting and sweating and the patient was treated with glucagon. Emergency medical services arrived and treated the patient with intravenous dextrose and transported the patient to the hospital with a blood glucose of 23 mg/dl. At the hospital, the patient was reportedly continually treated with dextrose and blood glucose levels increased initially but the patient¿s blood glucose reportedly decreased again to 20 mg/dl and the patient became unresponsive. The reporter indicated that the health care provider indicated that the pump was not delivering the correct amount of insulin. The pump was reviewed with the reporter and the reporter indicated that all of the history records appeared correct. The pump showed that the last bolus was delivering on (B)(6) 2013 at 10:30 pm. The prime record indicated that the site was changed at 11:00 am on (B)(6) 2013 and the pump was primed for 15.3 units. The pump basal history showed that the pump was delivering the programmed basal until the pump was suspended. The pump insulin remaining reading was reported to be 148 units. The reporter indicated that the cartridge was filled with 200 units and with the total insulin delivery and prime should have shown 170 units remaining. The reporter indicated believing that the pump over delivered the difference in the insulin remaining reading. This report is made based on the allegation that the patient experienced hyperglycemia and was hospitalized for hypoglycemia related to an allegation that the pump was delivering incorrectly.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/01/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/6/2013 with the following findings: the daily insulin delivery totals were correctly reflected in the user's programmed basal rates. There was no activity outside normal use observed in the pump history. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications.